Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a burn mark under the lifevest equipment. Patient described the area as burn caused by treatment. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the burn. Outcome of the irritation is unknown.